Event description:
It was reported that a person using the ilet with a g7 cgm and a steel cd infusion set experienced elevated blood glucose while ill, with a reported peak of 255 mg/dl, typically less than 180 mg/dl, and site sensitivity after infusion set removal; education on sick-day management and infusion site rotation was provided, and additional training was scheduled. Symptoms included hyperglycemia without loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included no emergency treatment, no hospitalization, and improvement in glucose to 191 mg/dl during the call. Investigation included technical support review, user interview, and assessment of use conditions. Investigation of this case revealed no device malfunction reported and that intercurrent illness can increase insulin requirements. It was concluded that the event was consistent with hyperglycemia associated with illness and user education needs, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.